Event description:
Indication for procedure: non-functional medtronic 6949 fidelis duel coil ICD lead. Single lead system. The malfunction was reported to be due to a fracture of the lead. Procedure: the procedure was performed in the o.r. A tee probe was in place. The md used a 14fr spnc sls ii sheath and a spnc lead locking device (lld) to attempt removal of the lead. The laser sheath made it over the proximal coil but did not cross the tricuspid valve. The bp began to drop. The cv surgeon arrived within 5 minutes. After review of the tee and clinical symptoms, he opened the chest and found a tear in the svc. Outcome: the tear was successfully repaired.

Manufacturer narrative:
Failure analysis: the devices were not returned for failure investigation. A review of the lot history revealed no issues or nonconformances. There is no indication the spnc devices malfunctioned in any way. Notes: physician's experience with spnc technology - 8-10 years. Ep/or team experience - 8-10 years. Left sided procedure. Implanted (B)(6) 2006. Second device: brand name: lead locking device, device name: lld-ez, model: 518-062, catalog: 518-062, serial: (B)(4), lot: cll08k07.